Manufacturer narrative:
G4: 12aug2020. B4: 28sep2020 . The field service engineer (fse) could not duplicate the reported failure. Customer reporting v60 gas outlet port loose. The (fse) advised customer to connect v60 bi-pap test connector and set ipap to 15 cm h2o, epap to 4, and rate of 12 bpm and attempt to reproduce the problem. G4: 25sep2020. B4: 28sep2020. The customer reported that v60 is displaying multiple patient disconnect diagnostic error. Customer ran the unit for over an hour and did not see what the technician saw when hooking up a patient. The problem was not duplicated. The unit was put back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 09 aug 2020.

Event description:
The customer reported that v60 is displaying multiple patient disconnect messages. The unit was not in use and there was no user or patient harm.